Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump screen was flickering. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank steady white light on the display due to cracked lcd glass. Unable to confirm missing segments/partial display due to blank display.